Event description:
It was reported that during a laparoscopic cholecystectomy procedure the blades' teflon coating melted and the blades also locked out. Case completed with another blade. No patient consequence.